Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The physician reports that the crystalens was damaged while attempting to inject the iol using a staar surgical lens injector. The damage was described as "torn at the hinge". Intervention was performed intraoperatively to remove the damaged iol, enlarge the original incision, and suture the incision. A second crystalens was implanted successfully.